Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On (B)(4) 2017, an fse conducted an onsite follow-up with the customer to address the reported event. During servicing, the fse found the waste line occluded inside the waste container. To fix the issue, fse cut a foot off of the waste line. Fse then ran several patients all with good areas. The customer-ran quality controls (qc) were in range. The instrument was verified to be operating as expected. There was no further action by fse. The most probable cause of the reported event was occluded waste tubing in the waste container.

Event description:
On (B)(6) 2017, a customer reported low total areas between 300-500 with their g8 analyzer. This issue occurred previously and there was a leak found around the solenoid valve. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting a1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.